Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) experienced pacing failure during a pacemaker implant procedure. The battery was changed and the epg powered back on. The device worked normally. The patient cable was not replaced. The epg remains in use. No patient complications were reported as a result of this event.